Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently became hot to the touch when the pump was plugged into a power source in order to charge. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer unplugged the pump and allowed time for the pump to return to normal temperature, then subsequently plugged the pump back into the power source. The pump then charged as expected with no subsequent temperature issues.